Manufacturer narrative:
Intuitive surgical inc. (Isi) received the master tool manipulator (mtm) for failure analysis investigation. The unit was analyzed and it could not be replicated during testing on surgeon side console fixture test platform (sftp). No visual defects related to the reported issue were identified during inspection.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the left master tool manipulator (mtm). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted endometriosis resection and hysterectomy benign surgical procedure, that the customer contacted the technical service engineer (tse) to report noise coming from the master tool manipulator left (mtml). The customer had restarted the da vinci system but the reported complaint persisted. To complete the surgery, the customer used a surgeon side console from another da vinci system. The procedure was completed with no reported injury.